Manufacturer narrative:
An event of a positioning problem, retraction problem, and improper or incorrect procedure or method was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The complaint history was reviewed, and there does not appear to be an indication of a lot specific product issue. Information from the field indicated that during procedure, the physician recaptured the device multiple times and tried to deploy the valve again, but the valve moved up into ascending aorta. The physician was unable to fully recapture the device, so the valve was taken into the descending aorta, but even with using the micro adjustment wheel there was still a gap. It was noted that the physician performed multiple recaptures due to an inability to achieve an ideal depth. Based on available information, the reported improper or incorrect procedure or method is related to the user performing multiple recaptures of the device. Causes for the reported positioning and retraction problems could not be conclusively determined. It is possible that the multiple recaptures contributed to these issues. However, this cannot be confirmed. Per the instructions for use, "do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." Information from the field indicated that the physician performed multiple recaptures due to an inability to achieve an ideal depth. However, it cannot be confirmed if this contributed to the reported positioning and retraction problems. Therefore, a letter will not be sent to address this deviation from the instructions for use.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The patient already had an unknown size surgical valve previously implanted. During procedure, the physician recaptured the device multiple times and tried to deploy the valve again, but the valve moved up into ascending aorta. The physician was unable to fully recapture the device, so the valve was taken into the descending aorta, but even with using the micro adjustment wheel there was still a gap. The valve and delivery system was removed, and a new 25mm navitor valve and small flexnav delivery system were used. The new 25mm navitor valve was implanted. After that, a post dilatation was performed due to minimize the gradient. The patient was reported stable.

Event description:
It was reported that on (B)(6)2024, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The patient already had a unknown size surgical valve. During procedure, the physician recaptured the device multiple times and tried to deploy the valve again, but the valve popped up into ascending aorta. The physician was unable to fully recapture the device, so they decided to take it to the descending aorta, even with using the micro adjustment wheel there was still a gap. The valve and delivery system was removed and a new 25mm navitor valve and small flexnav delivery system was used. After that a post dilation was performed due to minimize the gradient. The patient was reported stable.

Manufacturer narrative:
¿Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.